Manufacturer narrative:
Additional information was received and has been updated. The product analysis was completed; therefore, has been updated. The complaint received states that during use the vista brite tip catheter fractured and separated outside of the patient. During the procedure, the vista brite tip guiding catheter broke at the level of the sheath. The lesion location was unknown; however, the lesion was described as moderately calcified. The product was stored per the instructions for use. There were no anomalies noted during prepping. The product appeared "perfect" during pre-use product inspection. No excessive force was used with the device during the procedure. The catheter separated at approximately 5 -6 cm outside of the sheath, no portion migrated or was retained within the patient. The physician manually removed the pieces from the guidewire without difficulty. The procedure was finished using the same product. There was no report of injury for the patient. One non sterile unit of vista brite tip gc 6f .070 was received separated in two pieces at 70.4 cm from distal tip in a plastic bag; blood residues were found inside the lumen at the separation point on both segments of the catheter. Visual inspection revealed several damages throughout the catheter's body. Kinks were detected at 19.5 cm, 58.0 cm and at 69 cm from distal tip. A segment of 0.6 cm of length was compressed at 67.3 cm from distal tip. The sample also exhibited a twisting characteristic at the separation points. Scanning electron microscope (sem) analysis was performed to the part in order to identify the source of the "separated" condition; the results are the following: "elongations and perforations can be observed through the body of the catheter. The separation surface's lumen presents a deformed shape instead of the regular circular shape; elongation, perforations and lumen deformation are common characteristics of pieces that were stretched and heavily manipulated. The sample also presents heavy twisting characteristics. Cutting was discarded as a failure cause since no characteristics typical of this failure mode were observed". As an additional investigation the manufacturing process was review for a potential tooling or equipment that could cause the separated condition on the catheter; and there is not tooling, equipment or product handling during the guiding catheter manufacturing process that could cause the type of damages found on the compliant unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No similar internal issues have been reported in the last 24 months. The complaint reported by the customer "body/shaft-separated" was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Neither the product analysis nor sem analysis results suggest that the reported failure is related to the manufacturing process. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. The damages found during analysis could not be conclusively determined; controls are in place to verify the catheter for these conditions; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed throughout all the guiding catheter assembly process operations. (B)(4). Therefore, no corrective and preventive actions will be taken at this time. The complaint reported by the customer "body/shaft-separated" was confirmed based on the condition of the catheter as received. However, the cause could not be conclusively determined during the analysis. Neither the product analysis nor sem analysis results suggest that the reported failure is related to the manufacturing process. Procedural factors and the heavy manipulation of the catheter during the procedure may contribute to the failure as reported. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
During the procedure, the vista brite tip guiding catheter broke at the level of the sheath. Lesion location was unknown. The lesion was described as moderately calcified. The product was stored per the instructions for use. There were no anomalies noted during prepping. The product appeared ''perfect'' during pre-use product inspection. There was no separation of any part. There was no dissection. There was no adverse event and the patient was in stable condition. The product will be returned for analysis. It was confirmed that the catheter broke in two pieces. No excessive force was used with the device during the procedure. The procedure was finished using the same product. No further details were available regarding the event.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15142387 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15142387.

Event description:
Additional information was received that confirmed the catheter broke 5-6 cm above the sheath outside of the patient. There was no hazard or harm to the patient.